Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been struggling with the last 3 sensors. It was reported that right after warm up the insulin pump would give a calibration not accepted and change sensor alarms. When the sensor were removed the little wire did not appear to be there and one was shorter than is should be. The customer's blood glucose level was unknown. Troubleshooting was not performed because the sensors were already removed and found to be damaged.